Manufacturer narrative:
(B)(4). This report is being submitted to relay initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03282, 0001822565-2016-03280. Concomitant medical products: elevated rim liner catalog#: 00885201236 lot#: ni, femoral head catalog#: 00801803602 lot#: ni, revision femoral stem catalog#: 00784301308 lot#: 62509389, unknown cocr cables with ti crimp catalog#: ni lot#: ni, unknown bone screws catalog#: ni lot#: ni. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The sterilization process for the devices are in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that a patient underwent a revision surgery of the right hip due to infection. Shell, head and liner were removed and antibiotic spacers were implanted in the patient.